Event description:
Hcp reported patient presented with signs of infection in january 2004. Patient symptoms included redness, swelling and drainage. Cultures were obtained from the primary locations of the infection, which were the device pocket and the lumbar region. The type of organism found was not reported by the hcp. The patient was treated with oral antibiotics and total device system explant. Hcp reported the infection resolved. The device was explanted but not returned to the manufacturer for analysis.